Event description:
I bleed for over a year, became anemic and had to have a hysterectomy as one coil was missing. Nothing was wrong with me before essure and nothing wrong after everything was taken out. Essure placement was the only time I had severe medical problems (pain excessive bleeding).